Event description:
Information received indicates the unit leaked from the pvs cardioplegia coil during the case resulting in discontinuance of cardioplegia delivery during unit change-out. No report of adverse patient effect has been received.